Event description:
Approximately thirteen months post hvad implantation, the patient developed a rise in pump power after initially being admitted to an outside facility for low flows resulting from prolonged episodes of ventricular tachycardia and ventricular fibrillation. Upon transfer to their implanting facility the patient's condition was further complicated by right and left heart failure and acute renal failure requiring admission to the intensive care unit. They were treated with dopamine and hemofiltration but subsequently developed an increase in pump power and signs of hemolysis. A heparin infusion was initiated by the medical staff; but the patient elected to withdraw all medical treatment and return home where the patient subsequently expired. The pump remains implanted in the patient postmortem and will not be available for analysis. Investigation is ongoing.

Manufacturer narrative:
The facility has indicated that it does not intend to return the hvad system to heartware for further evaluation, as the pump was buried with the patient. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The reported event indicates that the patient underwent treatment for suspected thrombus. Patient was treated with dopamine and hemofiltration but subsequently developed an increase in pump power and signs of hemolysis. A heparin infusion was initiated by the medical staff; however, patient elected to withdraw all medical treatment and return home; the patient expired shortly thereafter. The hvad pump remains implanted postmortem and will not be returned to heartware for evaluation. It was reported that no further information would be provided. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Controller log files covering the event date were not provided for analysis. The device is related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption is the suspected thrombus that the site treated the patient for. The cause and origin of the thrombus cannot be conclusively determined as the pump was not returned, no autopsy was performed, and controller log files covering the event date were not provided; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.